Event description:
During a kidney donor operation, a button from a conmed pencil fill off into the pt. The button was successfully retrieved. This event did not impact the pt.

Manufacturer narrative:
Investigation of above referenced complaint was reopened following receipt of the incident pencil and is now closed once again. Complaint on above device stating that "button fell off into pt (button was successfully retrieved)." Was received on 5/12/1998 and malfunction MDR was filed based on info provided that no injury occurred, however reoccurrence could cause or contribute to serious injury. Device was received in aspen labs on 7/13/1998 and complaint was reopened. This letter is provided to give you follow up on findings and current status of problem. Device was returned, along with button piece and examined as received. Shaft which is inserted through top of pencil housing, had broken at shaft base where it joins with button top. Please note that previous letter was incorrect in that buttons are inserted into pencil top before pencil halves are welded together, not after as stated previously. Shaft portion was still in place inside housing, held in place by small barb on end of its shaft, and with some effort it could be made to activate pencil. Button top and shaft section where break occurred were examined under 2.5x magnification and break was very clean, indicating that possibly molded material had failed. Attempts to break shafts off in like manner from current buttons were unsuccessful, thus no determination of absolute cause was established. Supplier of molded buttons has been notified of problem and will be reviewing button to determine why material failure occurred in manner that it did. This problem is very isolated and if it were an assembly error it should be identified during mfg. All of this product produced at aspen labs facility is fully 100% tested and process controls in place should not have allowed device with loose button to pass testing. No changes are anticipated at this time. Aspen labs regrets that the incident occurred, and although error is unusual and perhaps unique, failure of button integrity and potential for injury to pt does concern us greatly. Conmed/aspen labs will make internal changes as required to correct problem if cause is determined.